Manufacturer narrative:
(B)(4). (Avaulta biosynthetic support system). Note: this report corresponds with bard's report (B)(4) for an avaulta anterior support system. Add'l info from source: avaulta biosynthetic support system - posterior, ftl, catalog # 486020.

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from source: it was reported by the pt's attorney that as a result of having the product implanted in her, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone or will undergo corrective surgery or surgeries, and has endured impaired physical relations with her husband.